Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2024, this patient underwent an endovascular treatment for celiac trunk hemorrhage using gore® viabahn® endoprosthesis with heparin bioactive surface. A slight resistance was experienced during the advancement of the stent because of the vascular stenosis. While deploying, the line was pulled and got stuck. Then the viabahn was removed. Another new viabahn of the same model was utilized to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
H6: c19 - evaluation of the returned device indicates the device was returned partially deployed. The reported failure mode of deployment line stuck is consistent with the findings of a partially deployed endoprosthesis. Engineering evaluation of the device could not confirm the reported failure to deploy as deployment continued with traction on the endoprosthesis. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The field reported a complication associated with device advancement difficulty, and the root cause was attributed to patient condition (i.e., vascular stenosis). The reported stuck deployment line was confirmed as the device was returned partially deployed and deployment difficulty was noted during evaluation. Deployment could not be completed with traction at the knob following observed catheter deformation with no identifiable cause. Deployment was resumed with traction applied at the endoprosthesis, demonstrating the zipper is functional. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the deployment difficulty could not be established with the available information, including device evaluation.